Event description:
An outpatient user facility has reported that a male peritoneal dialysis pt developed peritonitis from touch contamination. According to multidisciplinary note the pt presented to his pd clinic due to a cloudy drainage bag. Pd nurse stated ¿pt was shopping with his wife and felt full, this was after disconnecting from the cycler. He went into the public restroom and opened his catheter drain¿. Pt stated that he was experiencing referred pain in shoulder and arms while he was at department store shopping with his wife and went into the bathroom to drain fluid and opened his pd catheter in the bathroom and knew he contaminated his catheter. Per medical records yeast was identified upon culture report and treated with diflucan. The pt was hospitalized for removal of his pd catheter and insertion of an hd catheter. One hemodialysis treatment was performed without issue. Later that night the pt started having acute shortness of breath. He denied chest pain but looked pale in appearance and was hypotensive and was taken emergently to the ICU where stat labs showed a troponin of 3.57, ck-mb of 14.3 and an mb index of 15.7. The pt initially went into bradycardia then into v-fib. He was coded for almost an hour without return of spontaneous heartbeat.

Manufacturer narrative:
Contacted pt¿s nephrologist (by our medical director), who believed pt developed a fungal (candida) peritonitis without fungemia or bacteremia. Pt was admitted to the hospital for pd catheter removal, which he tolerated well. He received a treatment of hemodialysis on friday, without complications. On saturday night, pt became hypotensive, developed respiratory distressed, was transferred to the ICU, where he later coded and expired. Pt¿s nephrologist stated he believes the pt suffered a myocardial infarction; he did not believe pt died of septic shock as pt did not develop bacteremia. In addition, pt was stable for the first 48 hours of admission after his pd catheter was removed, and even tolerated hemodialysis well.